Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50e serial # (B)(4). Description: linear trial lead, 50 cm with pre-loaded 0.014 inch stylet (streamlined) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during the reprogramming session following the trial implant, the patient reported a severe headache. The physician confirmed that during the trial procedure he had punctured the dura. The patient underwent a blood patch, but the headache persisted. The trial leads were pulled as scheduled and the headache dissipated. The patient was reportedly doing well following the procedure.